Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that he insulin pump had a compromised forced sensor system as well as motor error alarm during the transferring the bolus. Customer¿s blood glucose value was unknown. The product will return for the analysis.